Manufacturer narrative:
Manufacturer¿s investigation conclusion: low speed events were confirmed through the review of the log file submitted by the account. Based on experience with the heartmate lvas (lvas) and similar reported events, the low speed events that occurred while the patient was supported by the mobile power unit (mpu) could be indicative of driveline damage. The submitted log file contained data from (B)(6) 2020. The log file captured multiple low speed advisory alarms (B)(6) 2020, when pump speed dropped as low as 3310 rpm. Additionally, multiple elevations in pump power were recorded during low speed events, up to 14.5 watts. All low speed events occurred while the system was supported by the mpu. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the remainder of the log file and the pump appeared to be functioning as intended. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21feb2017. The heartmate ii left ventricular assist system instructions for use (IFU) discusses pump speed, power, flow, and pulsatility index in section 1, ¿introduction¿. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ contains information regarding alarms on the system controller, including low speed/flow advisory/hazard alarms, and the proper actions associated with them. This section also provides information on driveline care and cleaning. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). The current heartmate ii lvas patient handbook, is currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump stops occurred while the patient utilized the mobile power unit (mpu). Patient was using the mpu despite being told not to. Patient will begin using the orange ungrounded power module patient cable that was provided in (B)(6) 2020(regulatory report number MDR-2020-42978).